Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Currently, the aneurysm is 6.4 cm. It was reported approximately 60 month post stent graft implantation, the CT demonstrated stent graft migration with evidence of a type I endoleak. The cause of the migration may be contributed to the inadequate proximal fixation, per the repairing physician. The physician elected to implant another manufacturer's aortic cuff and performed a femoral to femoral bypass. The patient was reported to be fine and no additional clinical sequelae have been reported.